Event description:
During an lsh procedure, the grasper on the plasmasord device became broken while attempting to draw a specimen into the sord. The device was removed and replaced with another unit from the same lot. Morcellation continued with the second device, when a midline anterior abdominal wall injury was observed. The surgeon attempted to coagulate a small bleeder with the pk cutting forceps unsuccessfully. A small skin incision (< 5mm) was made to facilitate placement of suture with carter thomason suture passer to ligate the vessel. Morcellation continued uneventfully. When it appeared to be no longer necessary, the sord was removed from the pt and replaced with 12mm trocar to complete fragment removal. Shortly after, a large remnant was observed, requiring reinsertion of the sord. While attempting to initiate morcellation, the second device grasper failed to the same manner as the first. The sord was removed and replaced with gynecare morcellex to complete the procedure. (Tm only had two devices in his possession).

Manufacturer narrative:
The devices are currently being held by the facility's risk management department. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.